Manufacturer narrative:
Follow-up information is being submitted in consideration of evaluation results which concluded that upon examination, no fault was found with the device. Although the cause of the complaint could not be conclusively determined, there was no indication that a manufacturing defect was the source of the issue. It is not known if any procedural factors may have contributed to the event. Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the referenced device. No further actions have been initiated at this time.

Manufacturer narrative:
Vigilance ii monitor, serial number (B)(4) was reported by the customer as producing a cco value that was unstable and drifting. The monitor is anticipated for return to an edwards service center for evaluation and a follow up submission will be communicated upon receipt of the results.

Event description:
It was reported that the cco value was unstable and drifting between 3 and 6l/min throughout the duration of one (1) hour. The customer confirmed that the cco trend graph was unstable without any alarms. Simultaneously, the patient monitor displayed normal values regarding ECG, map and spo2. Seeing that the values were suspect, the vig2 was immediately replaced with an alternative vig2. The replacement device performed properly and no inappropriate treatment was executed as the unstable and drifting values were obvious and therefore not acted upon. No patient injury or complications occurred as a consequence of the reported issue.